Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
It was reported that patient fell out from the device during transfer. The patient sustained fractured femur.

Manufacturer narrative:
A caregiver initially reported that a patient sustained a femur fracture after falling out of a device during transfer the arjo representative contacted with the patient's relative to receive additional information regarding the event circumstances. During the interview, it was clarified that the transfer took place from a bed while the patient was positioned on the sara plus lift. The lift raised the patient from a sitting to a standing position when patient felt pain. Two caregivers assisted the patient to lower to the ground and called for an ambulance. The device was inspected by an arjo representative after the event. The lift visual inspection showed that one of the chassis legs cover was missing. The device functional test did not reveal any lift malfunction. The instruction for use for sara plus device contains warning: "warning: before using the sara plus, a qualified health professional must carry out a clinical assessment of the patient to make sure that the patient is clinically able to perform activities." Based on provided information we are unable to assess the root cause of the reported patient injury. There was no malfunction found which might led to any injury. To sum up, the lift was used for a patient transfer. No device malfunction was found which could have led to patient's injury. The complaint was decided to be reported to the competent authorities due indication that the serious injury occurred during the patient transfer.